Event description:
It was reported that a patient had a pump pocket infection and was hospitalized. The date of onset was unknown. It was unknown whether any diagnostic testing or troubleshooting was performed at the time of the report. The patient was currently in the hospital receiving intravenous (IV) antibiotics and there were no current plans to explant the system. It was unknown what type of drug was infused by the pump, and no outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).